Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the right atrial lead was found to be dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Additional information: a partial lead with the distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.